Manufacturer narrative:
Ge healthcare (gehc) followed up with the hospital care unit manager who could not provide any further details pertaining to alleged unnecessary treatment or the patient's current condition. The device and its logs were not available for gehc engineering analysis. The biomedical technician tested the pdm and did not find any issues with respect to the nibp function. In a review of historical data, gehc did not identify any adverse trend associated with this issue. Based on the limited information available, a definitive root cause could not be determined.

Manufacturer narrative:
Legal manufacturer: hcs tower - 8200 w tower ave USA milwaukee, wi 53223. A1-6: not provided by the customer. D4: serial number was not available. UDI not available because the serial number is not known. H4: not known as the serial number was not available. Ge healthcare's investigation is ongoing at this time. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that incorrectly high nibp readings were provided for which the patient was unnecessarily treated with antihypertensive medication.